Event description:
Initial alkaline phosphatase result 269 u/l. Same sample repeated gave result of 179 u/l and 105 u/l. Same sample repeated on different instrument, same method, gave result of 110 u/l. Initial result was not reported. The user performed maintenance and troubleshooting activities which resolved the issue.